Manufacturer narrative:
The pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate. Additionally, the pump declared a cartridge alarm (cartridge alarm 1) and a minimum fill notification with the cartridge. Reportedly, the customer added insulin to the cartridge. Tandem technical support educated the customer that adding insulin into a cartridge was off label. Customer's blood glucose was 350 mg/dl. The customer loaded a new cartridge successfully.